Event description:
While the patient was using this c2, "tf485001,tf446029,tf446022,tf446030" occurred. The patient was not hurt because it was immediately replaced with another ventilator. The c2 was restarted for verification, but the phenomenon recurred.

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 3 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in use. The root cause was determined that this issue has been caused by corrosion of the esm. Cleaning agent dripped from the metal bolt of the handle on the esm board. In consequence the customer refused any repair. There was no patient or user harm.